Event description:
Customer reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by using a non-tandem wall adapter, as the pump began charging again. Technical support informed the customer about the potential risks of using third-party charging supplies and sent a replacement tandem wall adapter via two-day shipping. There was no need for further assistance.